Event description:
My daughter suffered an urgently low blood sugar that required fast acting carbohydrates to be administered. Dexcom updated their follow app recently and the update is dangerous and life threatening. The update only allows "low" alerts to be repeated every 30 minutes. Prior to the update the "low" alerts would repeat every 5 minutes assuring the person using the follow app received multiple alerts. Repeating only every 30 minutes is dangerous and is going to get a dexcom user killed. This morning I missed the "low" alert as I was using the restroom. The next alert I received was an "urgent low" alert telling me my daughter's blood glucose was 55. This is dangerously low. My daughter was shaking and having trouble thinking. Dexcom has been made aware of the situation multiple times by many people and has been aware of it for a month now. I have spoken with them personally and their response is always the same "we will pass this information along." This problem needs to be resolved before someone dies. You can view other people's complaints on the (B)(6) on dexcom's follow app reviews. FDA safety report ID# (B)(4).